Event description:
As reported from our affiliates in norway, this was a case with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. No abnormalities were noted with the esheath or the delivery system prior to the insertion. Once the implant was finished and the esheath was removed without any difficulty, it was observed that a piece of the distal end of the esheath was missing. X-ray was used to scan the whole body of the patient without seeing anything unusual. The piece was not found. The patient did not suffer any injury and was noted as to be discharged at home. As per medical opinion, the root cause of the event was because the dilator was not put into the esheath before removal.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. Corrected h6- component code, device code. The device was not returned for evaluation. Post-procedural imagery was provided and reviewed; the following observations were made: the distal tip appears torn radially along the distal edge of the liner and separated with stretching; slated score line is present. The complaints for torn sheath distal tip and system components separation during use were confirmed per evaluation of the returned imagery. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "once the implant was finished and the esheath was removed without any difficulty, it was observed that a piece of the distal end of the esheath was missing.". Per imaging evaluation, the sheath distal tip was observed to be torn radially along the distal edge of the liner with the torn portion separated. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, follow-up information revealed that there was moderate calcification present in patient's access vessel. Similar to tortuosity, calcification can result in the creation of sub-optimal angles during delivery system advancement/withdrawal which can lead the delivery system to catch onto the distal tip and tear it in the process. Sharp calcified nodules can also weaken, tear, or separate the distal tip upon sheath insertion and/or withdrawal. As such, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.